Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, infection, abscess, and pain. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional information: a5a, a5b (no information), b5, e1 (facility name, street 1, city, region, postal code, phone number), e3, e4 (email), g1 (MFR name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional info: h6 (patient codes, imf codes, ime e2402: "allergic reaction"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a a ventral hernia. It was reported that after implant, the patient experienced inflammation, allergic reaction, adhesions, obstruction, scarring, bowel and abdominal issues, hernia recurrence, infection, abscess, and pain. Post-operative patient treatment included revision surgery, excision of furuncle, incision and drainage of abdominal wall abscess, medication, exploratory laparotomy, removal of mesh, lysis of adhesions, small bowel resection and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional ventral hernia. It was reported that after implant, the patient experienced inflammation, allergic reaction, adhesions, obstruction, scarring, bowel and abdominal issues, hernia recurrence, infection, abscess, pain, fluid collection, staph, labs abnormal for wbc; hemoglobin; hematocrit; potassium; calcium, thickening of abdominal wall, small bowel, fibrosis, abdominal pain, decreased appetite, redness, pus, fluctuance, chronic wound, fistula, acute blood loss anemia, seroma. Post-operative patient treatment included revision surgery, excision of furuncle, incision and drainage of abdominal wall abscess, medication, exploratory laparotomy, removal of mesh, lysis of adhesions, small bowel resection, hernia repair with new mesh, CT scan, excision of granulation tissue, abdominal wall reconstruction, hospitalization, antibiotics, CT guided drainage of abscess, use of catheter, IV fluids, pain medication, partial removal of mesh.

Manufacturer narrative:
Additional info: a1, a4, a5b, b2, b5, b6, b7, d10, h4, h6 (patient codes, ime e2402: labs abnormal for wbc; hemoglobin; hema tocrit, thickening of abdominal wall, small bowel, fluctuance). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had revision surgery 2 years and 1 months post surgery. The patient experienced reherniation.